Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ) due to the factors described below, an electric discharge between the tissue and the electrode occurred during output activation. High heat caused by electric discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. A force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use electrosurgical knife's insulating tips were damaged and detached. The issue occurred during a therapeutic endoscopic submucosal dissection and was completed with an olympus back-up device. There were no reports of patient harm.